Event description:
It was reported that no alert/notification occurred. On (B)(6) 2024, the patient was acting ¿erratically¿. She was eventually hospitalized with a blood glucose (bg) level of 1204 mg/dl. The patient stated that her sensor had fallen off, however, the patient stated she never received an alert from the continuous glucose monitoring (cgm) device notifying her that she was not receiving any cgm readings. Therefore, the patient was not aware her bg level had risen that high, nor that her sensor had fallen off. At the hospital, the patient was treated with insulin but could recall any other treatment details due to the patient having memory loss. Once the patient was discharged on (B)(6) 2024, the patient found her sensor lying on the floor at home (which is when she realized that the sensor had fallen off prior to her hospitalization). The patient stated she was ¿still not okay¿ and on medication at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.